Event description:
We received a report from a female consumer who reported ''issues'' with her intraocular lens (iol) and stated that one of her doctors indicated that the incision seemed too big for her to have had a flexible lens implanted. In follow up obtained on (B)(6) 2015 the patient stated her ''issues'' included halos and glare and a black spot in the center of her visual field. She had seen three doctors, one of whom attributed the symptoms to the patient's ocular physiology. The patient reported her cataract had been ''heavy'' and she could not see well from the eye before surgery; now she can see only peripherally. At this time the iol remains implanted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.